Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that approximately 2-3 weeks ago, when wafer was in place for 2 days, she felt discomfort to stoma with 1 wafer out of 1 box of wafers. Upon inspection, she found small "saran wrap"-like piece of material within wafer. This was pushing on stoma and she noted approximately 3/8" area of black discoloration where material was pushing on stoma. She removed it with tweezers, and applied a new wafer. Her usual wear time was 3 days. The discomfort resolved immediately and stoma discoloration resolved without intervention. No photo is available at this time.